Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that one day post implant, there was difficulty determining atrial capture for the right atrial (ra) lead. Repeat a trial threshold testing was done and atrial capture was still difficult to see, but appeared to have loss of capture. It was noted that the patient was in atrial fibrillation at implant and was in a junctional rhythm one day post implant. The lead remains in use. No patient complications have been reported as a result of this event.